Event description:
It was reported that during post implant device check; it was noted that the right atrial lead was not appropriately sensing p-waves and atrial pacing resulted in inappropriate ventricular capture. Chest x-ray confirmed the lead was dislodged. The patient was asymptomatic to lead dislodgement. The lead was repositioned successfully. The patient was stable before, during and post procedure.